Manufacturer narrative:
A review of the device history (DHR) records was performed (by oste) as a manufacturing and quality control review was performed for concerned device. There was no non-conformity associated with this device with respect to the described issue(s). The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. A review of the service history indicated the scope was purchased on (B)(6) 2016 with one service event via repair on (B)(6) 2018. The referenced device was not returned to the user facility; therefore the exact cause cannot be determined at this time. Follow-ups to the user facility in an attempt to gather additional information on the reported event are in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during a transurethral resection in saline procedure, the unit started to show error 433 and continuously restarted. The procedure was completed with another device. There was no other equipment replaced during procedure. There was no patient death or serious injury reported.

Manufacturer narrative:
The referenced generator was returned for evaluation due to ¿error e433, and continuously restarted¿. The footswitch was not returned with the device. A visual inspection of the appearance found no anomaly on the front screen and all connectors appeared to be normal. During a functional test, the device was powered on and confirmed that it kept rebooting; prompted ¿error e433¿, and disabled the functionality. Troubleshooting was performed and the problem had been isolated to the generator pc board (version. 14 plus). Furthermore, the error log history was reviewed which captured multiple errors ¿e433: tb tvs diodes short circuit¿. Additionally, the device failed to activate the cut /coag mode of monopolar 1 when the handpiece erbe button was pressed due to the mother board failure. Based on the evaluation findings, the most probable cause of the reported event could be attributed to a faulty generator board.